Event description:
It was reported that "pump runs slowly while trying to change the cartridge". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.